Event description:
(B)(6) registry. It was reported that during a coronary artery stenting treatment procedure, stent displacement occurred. The target vessel was located in the left anterior descending artery (lad). The target vessel reference diameter was 3.5mm and the lesion length was 8mm. Pre-procedure stenosis was 99% and post-procedure was 0% stenosis. A 3.5x12mm liberte stent was implanted. No information if direct stenting was attempted. Additional stenting with a liberte stent occurred due to stent displacement. The procedure was a technical success. Patient was discharged 2 days later without anginal complaints or silent ischemia. Discharge medication included aspirin 75mg daily/ indefinitely and clopidogrel 75mg daily/12 months. Heparin and llb, iia agent.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4). Device not returned for analysis.